Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the bone to cement interface. Cement manufacturer was unknown. It was also reported that the tibia has subsided. They took out a size 2 fb tibial base plate and a size 2x12.5mm fb curved insert. They replaced it with a size 2 mod plus tray with 2 10mm shims on each side, a cemented 60mm stem and a 2x15mm curved plus insert. The surgeon had no op records and was not sure when or who did the surgery. The sales rep do not have any records from the previous surgery nor do I have any lot numbers or product codes for the implants that were removed. Doi: unknown, dor: (B)(6) 2020, unk affected side.